Event description:
It was reported that during an unknown procedure, the hand piece was causing a reactivate error with the gen11. Customer used a second hand piece to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. As the handpiece will be undergoing additional evaluation, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. The handpiece was connected to a generator, evaluated with a test instrument and an error code 7 was displayed on the generator when trying to perform the hand activation test. Possible causes of the nose cone being cracked include: the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.